Event description:
It was reported that a myocardial infarction occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was deployed in the left atrial appendage. While still in the hospital, the patient experienced a myocardial infarction. Catheterization was performed to treat the myocardial infarction. The patient was discharged and is doing well.